Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported kink and shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure of the moderately tortuous, non-calcified, posterior descending artery (pda), after the 2.5 x 28 mm xience alpine stent was implanted, the 3.25 x 15 mm nc trek was being used for post dilatation when the shaft became kinked and separated while being advanced without resistance. The nc trek was removed from the anatomy and a second device was used without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.